Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump passed the displacement test and test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: detached battery cap contact, cracked case behind the pump at the battery compartment and cracked battery tube threads. Detached battery cap contact due to heat stake post broken on the original battery cap. Cosmetic damage was confirmed at case behind the pump at the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery cap damaged. The customer reported no adverse event. The event involved product mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1882 and insulin pump will be retuned for analysis.